Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected pump error alarms. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
The device passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 38 or 43 noted during testing. However, the motor assembly found with slight traces of corrosion per visual inspection.